Manufacturer narrative:
Device analysis allegation related to hole in cylinder tube was reported. The ams700 ipp cylinders were visually inspected and functionally tested. The input tube sleeve of both cylinders identified to be cut down. The tubing was not returned for analysis. Both cylinders had wear at folds. Cylinder 2 has leak at corner of fold in the proximal cylinder body; hole was present. Both cylinders had broken fabric threads and exhibited bulging when inflated. Product analysis was unable to confirm the reported events related to hole in cylinder tube due to tubing was not returned for analysis. However, product analysis concluded that identified fluid loss and bulges with broken fabric treads in the cylinders were the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'cause traced to component failure' was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. The ams 700 hazard analysis indicates that the as reported events of this complaint does not represent a new hazardous situation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that due to a hole in the cylinder tube the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the patient visited his physician two weeks before this surgery because his device didn't work, and as a result of testing the hole was discovered. The hole occurred after the device was in use and the physician doesn't think a device malfunction contributed to the hole. After this surgery the patient is stable.

Event description:
It was reported that due to a hole in the cylinder tube the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the patient visited his physician two weeks before this surgery because his device didn't work, and as a result of testing the hole was discovered. The hole occurred after the device was in use and the physician doesn't think a device malfunction contributed to the hole. After this surgery the patient is stable.